Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 550cc and experienced cutaneous contour deformity and breast pain on the left side and capsular contracture baker grade unknown and rupture on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, it was noticed the following information was erroneously omitted from the previous report: this report is for the left breast prosthesis.